Event description:
On july 2, 2007, the reporter, the lay patient's girlfriend, contacted lifescan (lfs) alleging that, the patient's one touch ultra meter did not turn on. The reporter said the patient was not able to use his meter to obtain a blood glucose reading for an unknown period of time. The patient felt tired and sluggish at the time of concern. The patient called his doctor in 2007, because he was not able to use his meter. A result of 325 mg/dl was obtained on another meter. The doctor advised the patient to call lfs. The doctor provided no documented treatment to the patient. Information regarding the patient's diabetes treatment regimen was not provided. The customer care advocate (cca) walked the reporter through pressing the power button and inserting a test strip into the test strip port; the meter did not turn on with either attempt. The cca noted that the meter battery had not been replaced per the owner's manual. The reporter did not have a battery to attempt to replace the meter battery. The meter, test strips, and control solution were replaced. The complaint is reported because the reporter alleges the patient was unable to obtain a reading on the lfs product for an unidentified period of time. The reporter claims the patient experienced symptoms that suggested hyperglycemia and a hyperglycemic reading on another meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.